Event description:
Customer states that the battery does not support defibrillation discharge. Customer states on pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.